Manufacturer narrative:
The pump passed the displacement, self-test, off no power, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, unexpected restart, or occlusion tests due to the motor error alarms. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The drive support cap was inspected and no anomaly was noted. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump kept alarming motor error. Customer's blood glucose level was 56 mg/dl. The drive support cap was flushed. The customer treated his blood glucose level with orange juice. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.